Manufacturer narrative:
Spinefrontier investigation into this matter establishes the root cause of the failure not related to design, material, manufacturing, assembly, inspection or surgical specifications. The reported incident was not confirmed during spinefrontier engineering evaluation of the actual sample. This device was not indicated for rotation; therefore, the device was not tested for rotation during verification and validation testing. Consequently, the surgical technique does not include a step for rotating the device during insertion/placement. The clinician using the device outside of the labeling indication which was cited as the root cause of this occurrence.

Event description:
On (B)(6) 2016, spinefrontier received information stating that the p-lift 8-10x30 straight 14mm implant was difficult to insert into the disc space. It was reported that the surgeon applied excessive force to insert the implant into the disc space. After insertion, the surgeon attempted to rotate the implant 90 degrees, during rotation, the implant disconnected from the inserter and was recovered using general surgical instrumentation.